Manufacturer narrative:
Product has not yet been received by MFR, therefore, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
Complaint is reported as: according to the director of rt, while the physician was attempting to lock the laryngoscope blade onto the handle, a piece of the plastic base broke off the blade (dime size piece) and lodged in the pt's mouth. The piece of plastic was successfully retrieved by hand. An attempt to intubate the pt with another blade was successful. Add'l info was requested from the director of rt. He stated that the pt experienced cardiac arrest. The pt did not live in close proximity to a hospital or ambulance service. He also reported that the pt was not breathing for approx 20 minutes before the first responders reached him. Once the pt arrived at (B)(6) medical center emergency, the attending physician immediately attempted an intubation. The pt expired approx a day and a half after this event. The director of rt also stated that the expiration of the pt was not caused by the broken laryngoscope blade incident.